Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-09236, 2134265-2016-09730 and 2134265-2016-09948. It was reported that an arterial dissection occurred. The chronic totally occluded lesion was located in a mildly tortuous and severely calcified coronary artery. Two runway guide catheters, a crossboss catheter, and a promus premier were selected for treatment. During procedure, arterial dissection was noted and the patient underwent an open heart surgery. There were no malfunctions noted on all devices used. No further patient complications reported.